Event description:
A pt reported experiencing inaccurate high results with a one touch basic enhanced meter. The pt's blood glucose results were 166, 220 mg/dl. Tests were done within 10 minutes with a difference of 25%. Note - customer is not using control solution and has been cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.